Event description:
A male pt underwent hartmann's procedure. The suture was used in continuous fashion for closure of the fascia of a midline incision. Approx one week post-operatively, the pt coughed extensively, and at this point the pt developed wound dehiscence. Reoperation was necessitated. At re-exploration, suture was noted to be broken in the strand, and the knots were intact. Subsequently, double looped polypropylene suture with the addition of a retention suture was used for this closure. The pt has been doing well post reoperation. Dr admits that the pt had a heavy body weight and she should not have used a size 2 suture for this type of procedure; due to the fact that there was no size 2 suture in the operating room at the time, she reluctlantly used size 0 suture.

Manufacturer narrative:
Samples from the same lot were returned and evaluated. Knot pull strength, hydrolytic and in-vivo tests were performed. All results were satisfactory. Lot history review revealed no defects related to the problem reported. No other reports have been received against this lot. The dr using the suture reported she should not have been used "0" suture on such heavy pt. However, no "2" suture was available at the time, so she reluctantly used "0" suture. She feels suture was too light for the pt. Co's test results support her feeling. The suture should have worked as expected.